Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, one month post index procedure, that the patient presented emergently with leg pain. A CT revealed that the patient had a decreased blood flow in the right common iliac artery due to a compression of the right limb of the endurant bifurcate device. The physician elected to use another manufacturer's device to remove any residual clots in the right limb. The physician then elected to implant another manufacturer's balloon expandable stents. The left stent was implanted prophylactically. The balloon expandable stents were implanted bilaterally in the right and left iliac limbs less than 5 mm distal to the level of the endurant bifurcate flow divider. An angiogram then revealed that the right common iliac had improved blood flow and the procedure was completed. Per the physician, the cause of the event was due to the patient anatomy of a small distal aortic diameter. The physician determined that the distal aorta caused compression of the right limb. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.